Event description:
On 10-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user observed screen delamination. The device remained partially usable, and a replacement was arranged. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.